Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 38mm promus element plus stent was advanced and deployed to the target lesion. Then a 3.5mm x 20mm quantum balloon catheter was advanced for post dilation of the stent. Intravascular ultrasound was performed with an icross imaging catheter however, it was unable to cross the recently implanted 2.75mm x 38mm promus element plus stent. It was then noted that the stent was deformed. A 3.0mm x 12mm emerge balloon catheter was advanced to tack up the stent. An additional 3.5mm x 12mm non bsc stent was deployed and the procedure was completed. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).